Event description:
Used for laparoscopic surgery for malignancy of the prostate. Balloon exploded about 15 minutes after port was placed. Used another to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended. According to surgeon, there was no possibility any device damaged balloon during the case.

Manufacturer narrative:
(B)(4).